Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed, as the control wire was separated per design, and was not returned with the device. There was a kink in the control wire near the handle and the blue sheath grip was detached from the over sheath. It was also noticed that the over sheath was accordioned. A review of the device history record (DHR) was performed; no anomalies were noted. Based on the evaluation conducted and the details of the complaint, it is probable that the failure of the clip to release from the catheter was due to anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.

Event description:
Note: this report pertains to the first of four complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-00888, 3005099803-2011-00889 and 3005099803-2011-00890 for the associated device reports. It was reported to boston scientific corporation that four resolution hemostasis clipping devices were used during a colonoscopy procedure with polyp removal on (B)(6), 2011. According to the complainant, during the colonoscopy procedure, four resolution clips were used to treat a bleeding polyp in the colon. It was reported that the scope was extremely retroflexed. The first clip closed onto the target tissue; however, it would not release from the delivery catheter and became stuck on the polyp. After wiggling and shaking the device, the clip eventually released from the catheter; however, the clip also fell off the tissue into the patient and was not retrieved. The same issue occurred with the second, third, and fourth clips used. All three clips failed to release from the delivery catheter and became stuck on the polyp. After wiggling and shaking the device, the physician was able to release all 3 clips from the catheter; however, they also fell off the tissue and into the patient. None of the clips were retrieved from the patient. The procedure was completed with a fifth resolution clip without complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to the first of four complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-00888, 3005099803-2011-00889 and 3005099803-2011-00890 for the associated device reports. It was reported to boston scientific corporation that four resolution hemostasis clipping devices were used during a colonoscopy procedure with polyp removal on (B)(6), 2011. According to the complainant, during the colonoscopy procedure, four resolution clips were used to treat a bleeding polyp in the colon. It was reported that the scope was extremely retroflexed. The first clip closed onto the target tissue; however, it would not release from the delivery catheter and became stuck on the polyp. After wiggling and shaking the device, the clip eventually released from the catheter; however, the clip also fell off the tissue into the patient and was not retrieved. The same issue occurred with the second, third, and fourth clips used. All three clips failed to release from the delivery catheter and became stuck on the polyp. After wiggling and shaking the device, the physician was able to release all 3 clips from the catheter; however, they also fell off the tissue and into the patient. None of the clips were retrieved from the patient. The procedure was completed with a fifth resolution clip without complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to the first of four complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-00888, 3005099803-2011-00889 and 3005099803-2011-00890 for the associated device reports. It was reported to boston scientific corporation that four resolution hemostasis clipping devices were used during a colonoscopy procedure with polyp removal on (B)(6), 2011. According to the complainant, during the colonoscopy procedure, four resolution clips were used to treat a bleeding polyp in the colon. It was reported that the scope was extremely retroflexed. The first clip closed onto the target tissue; however, it would not release from the delivery catheter and became stuck on the polyp. After wiggling and shaking the device, the clip eventually released from the catheter; however, the clip also fell off the tissue into the patient and was not retrieved. The same issue occurred with the second, third, and fourth clips used. All three clips failed to release from the delivery catheter and became stuck on the polyp. After wiggling and shaking the device, the physician was able to release all 3 clips from the catheter; however, they also fell off the tissue and into the patient. None of the clips were retrieved from the patient. The procedure was completed with a fifth resolution clip without complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.